Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that leakage from the catheter occurred subcutaneously during normal saline flush. The device was implanted in the internal jugular vein and was removed from the patient. There was no reported patient injury.

Event description:
It was reported that leakage from the catheter occurred subcutaneously during normal saline flush. The device was implanted in the internal jugular vein and was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one x-port isp was returned with 8fr groshong were returned for evaluation. Returned device was patent to infusion and aspiration. Therefore, the investigation is unconfirmed for the reported leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.